Manufacturer narrative:
(B)(4). Currently it is unknown whether or not the device may have caused or contributed to the event. The device has been returned, but not yet evaluated. Further information will follow once the analysis has been completed. No conclusion can be drawn at this time.

Manufacturer narrative:
The pump was received with cracked battery tube threads, cracked reservoir tube lip, and missing end cap sticker.

Event description:
It was reported that the insulin pump had a crack in the battery compartment, which was about 0.25 inches long on the full thread length. The customer's father stated that he had no idea how the damage had occurred. The blood glucose reading was 173 mg/dl. Advised replacement of the insulin pump. Nothing further reported.